Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the target lesion was in the mid lad with no tortuosity, no calcification and concentric, with 90% stenosis. After the guide wire had crossed the lesion, the esprit 2.5 x 20 mm was delivered and inflated to 8 atm; however, a rupture was noted 1-2 seconds after inflation. The procedure was completed using another company's 2.5 x 20 mm balloon and 2.5 x 23 mm stent. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing materials, interactions with other devices, pt anatomy, lesion calcification, lesion tortuosity, or insufficient preparation prior to use. However, without a returned device for analysis, a definite root cause for the rupture cannot be determined.